Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (700 mcg/ml at 118 mcg/day) via an implantable infusion pump. It was reported that during a refill appointment in the beginning on august the expected reservoir volume (erv) was 6ml and the actual reservoir volume (arv) was 2ml. No symptoms were reported. No further complications have been reported as a result of this event.

Event description:
Additional information received from a consumer via a manufacturer representative (rep) reported the pump was not working as expected. It was reported the pump had volume discrepancies and the surgeon chose to replace the pump. It was noted the rep did not know what the exact discrepancies were. The only discrepancy the rep new of was from (B)(6) 2020 where they transferred old drug out of the pump and put it in the new pump. It was noted they were supposed to have 13.5 ml of drug and got back 9ml. It was unknown what factors may have led or contributed to the event. It was unknown what diagnostics/troubleshooting was performed. It was noted that surgical intervention occurred as the pump was entirely replaced on (B)(6) 2020 with a new synchromed pump. The rep indicated they would get the pump at the end of the week and send it back for analysis as the hospital currently had it. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history was asked but unknown. The patient was receiving fentanyl 600 mcg/ml for a total dose of 90.6 mcg/day via an implantable pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported there was a discrepancy in volume twice. The cause of the volume discrepancy was not known. The pump was refilled after the first discrepancy but the issue was not resolved. It was noted the pump was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3; analysis of the pump (sn: (B)(6)) identified wear on the motor o-ring for gear number three. H6; the previously reported method code b17 no longer applies to this event and has been updated to b01. The previously reported results code c20 no longer applies to this event and has been updated to c19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.